Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a false pacemaker mediated tachycardia (pmt) episode due to an atrial driven rhythm. Technical services (ts) was consulted, and upon review it was also noted that there was noise oversensing on the right ventricular (rv) lead channel. The episode correlated with a surgical procedure the patient had that day. No adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).